Manufacturer narrative:
According to the facility on (B)(6) 2025, the patient stated that she was attempting to change the setting on the bed when she heard a sizzle and the remote became loose and the patient noticed it was disconnected from the wires and it was burned. There was a small spark on the wires but nothing set fire and a small smoke cloud that dissipated quickly. She stopped using it immediately and unplugged the whole thing to prevent further damage. There was no serious injury or medical intervention required and no impact to the patient. The device is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the patient stated that she was attempting to change the setting on the bed when she heard a sizzle and the remote became loose and the patient noticed it was disconnected from the wires and it was burned.

Manufacturer narrative:
Update h6 c and d.